Manufacturer narrative:
This report is based on lead return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments returned and analyzed. The lead appeared to have been implanted with a bend in it at the fracture site. However, it cannot be determined if the bend occurred at implant or while implanted.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was later received reporting the lead was removed due to high impedance, greater than 2000 ohms, fracture, and noise. No patient complications were reported as a result of this event.